Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's daughter called to report that during fill 1 the cycler alarmed for air detected in the cassette. Treatment was discontinued. After removing the cassette she found fluid all over the cycler where the cassette goes but she sees no leaks or rips in the cassette. The patient contact was advised to discontinue using the cycler and to contact the patient's nurse. Further information has been solicited but not made available.